Event description:
A malfunction with code malf 12 was reported by the customer, but there were no notable events prior to this issue, and it did not cause the customer's blood glucose level to exceed 500 mg/dl, confirming a stable measurement. Customer technical support provided instructions for resetting the pump, which the customer successfully completed, and the malfunction did not recur. The customer was advised that they could continue to use the pump and to reach out if any issues reoccurred.